Manufacturer narrative:
Upon investigation of the actual device used in this incident found that smart remote manager was failed and would not open. A field service engineer replaced the latch. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not lighting up and opening. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.